Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 431 mg/dl at the time of incident. Customer did not feel ok to troubleshoot for high blood glucose. The customer was treated with bolus for high blood glucose level. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The insulin pump will not be returned for analysis.